Event description:
Event desc: backflow. Pt follow up/ required treatment: not applicable - no allegation of pt death or injury associated with this report. Follow up and/or treatment unnecessary. Contributing environmental factors: not applicable - no allegation of pt death or injury associated with this report.